Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported he was feeling stimulation and the setting was working very well until (B)(6) 2016 when his pain started back on the left side. He tried increasing stimulation,. But was not feeling any stimulation at level 4.5, 7 or 8. He noted he was not getting any stimulation on the group that was the left side, but the right side he could adjust. No falls or traumas were reported. He thought something changed, but he did not know what and did not think the stimulator was working the way it was when first put in. He noted an upcoming doctor's appointment and requested a manufacturer representative be present. He also noted contacting the doctor's office and waiting to hear back. Indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.